Manufacturer narrative:
No additional information received as of today.

Event description:
Failure to alarm. In surgery, the drape held down fine. Once the patients was up and walking, the drape became loose, yet the ez plus pump would not alarm.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Failure to alarm. In surgery, the drape held down fine. Once the patients was up and walking, the drape became loose, yet the ez plus pump would not alarm.